Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6) batch: 7077641. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 35107838,

Event description:
It was reported that the patient was having abdominal pain post operative following the revision procedure (MFR. 3006630150-2024-09366) without any signs of neurological deficits. The physician does not believe that symptoms were device related. All device components were explanted.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-8216-50 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4318 lot number: 35107838. The returned anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that two hours post spinal cord stimulator paddle lead replacement due to abdominal pain, the patient began to experience recurrence of the same symptoms. Therefore, the decision was made to explant the entire spinal cord stimulator system the next day. The stimulation had been deactivated following both the initial implant and the replacement procedure, thus it did not contribute to the patients abdominal pain. All explanted components will be returned.